Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was also reported the pt's ipg (implantable pulse generator) had moved and was uncomfortable. The pt's ipg was repositioned on (B)(6) 2010.